Event description:
Customer reporteda case of infection with a peritoneal cathter (#(B)(6)) no patient data available. No patient harm reported. Same event as #3004721439-2025-00258, #3004721439-2025-00259.

Manufacturer narrative:
Manufacturing site evaluation: conclusion information: due to the missing product information (e.g. Delivery note, batch), we were unable to trace the production and sterilization data of the affected product. Miethke assures that all products are manufactured and sterilized by qualified staff and individually tested before distribution. Products are only packaged and shipped once the sterilization process has been successfully completed. A more meaningful explanation might be possible based on the product data or the sample. However, the causes of an infection can be very complex and a clear explanation is not possible. We can exclude a problem at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Actions: no further actions are required as a result of the complaint.